Event description:
Treatment of an avm. It was reported that after onyx embolization treatment procedure, the catheter was removed from the patient and found ruptured at 15-20cm from the distal tip. No patient injury reported. Same event as MDR# 2029214-2012-00155.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).